Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately ten years later the patient was presented emergently in pain and a CT scan identified a type iii endoleak at the flow divider of the bifurcated stent graft. The patient had intervention with the addition of an endurant aui. The issue was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: the endoleak was confirmed as a type iiib fabric tear. If information is provided in the future, a supplemental report will be issued.